Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china (osh). Osh checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from osh there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board which had the image freeze processing function. Therefore, it is presumed that an abnormal image occurred. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image froze automatically. There was no report of patient injury associated with the event.